Event description:
Additional information received later noted that during the cap study done on (B)(6) 2012 the catheter was observed to be not in the spinal canal, had dislodged but was patent with no leaks. The catheter was surgically revised/ spliced on (B)(6) 2012. Patient outcome was noted to be resolved without sequel.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer model: 8835, serial# (B)(4); catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4).

Event description:
A cerebral spinal fluid leak was reported. An examination/palpation on (B)(6) 2012 showed clear fluid at pump site; patient had a mild headache. A blood patch was done and patient was hospitalized for observation "due to amount of drainage" on (B)(6) 2012. The fluid leak resolved on (B)(6) 2012 and patient was sent home. On (B)(6) 2012, significant swelling at posterior catheter site was noted; a catheter access port (cap) contrast study was indicated to have been done on (B)(6) 2012. Drug delivered via the device was morphine. A follow up report will be sent if additional information becomes available.